Event description:
It was reported the patient received the following results within 10 minutes: approximately 100 mg/dl and another reading of approximately 200 mg/dl. The caller could not provide the exact blood glucose values.